Event description:
It was further reported that the device was not broken during the procedure.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: received product consisted of a taxus liberte monorail stent delivery system (sds) and stent. The sds was received in four pieces (manifold/strain relief, 19.5 cm, 25 cm, 82 cm (distal portion)). The shaft of the device presented kinks throughout the entire length. The balloon was tightly folded with the stent positioned between the markerbands. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed lesion was located in the moderately tortuous, moderately calcified left circumflex artery. The lesion was predilated with a 2.0x 9mm unspecified balloon. The 3.0 x 12mm taxus liberte (mr) stent delivery system was advanced but failed to cross the lesion. The procedure was competed with a different device and the patient's status was reported as stable. However, device analysis revealed the shaft was fractured.